Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what tissue layer was the suture used on? Can you identify the product code of the silk suture used? What was the condition of the tissue during initial procedure (diseased, weak, healthy)? Unk how was suture placed (continuous or interrupted)? Unk were cultures taken of the secretion? Unk if so, what were the results? Unk what was the indication for removing part of the suture during second procedure? Symptom gradually improved what medical treatment was provided? Prolongation of intravenous drip of antibiotic piperacillin sodium tazobactam 2.25g q8h what are the patient age, gender, weight, prior medical history? (B)(4) what is the surgeon¿s opinion as to the contributing factor to the patient event? Suture what is the patient current condition? Stable

Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. What tissue layer was the suture used on? Can you identify the product code of the silk suture used? What was the condition of the tissue during initial procedure (diseased, weak, healthy)? How was suture placed (continuous or interrupted)? Were cultures taken of the secretion? If so, what were the results? What was the indication for removing part of the suture during second procedure? What medical treatment was provided? What are the patient age, gender, weight, prior medical history? What is the surgeon¿s opinion as to the contributing factor to the patient event? What is the patient current condition?

Event description:
It was reported that the patient underwent appendectomy procedure on (B)(6) 2018 and suture was used. The patient experienced pain, purulent secretion around the wound on (B)(6). An additional procedure was performed to remove the suture. The patient was treated with medication and the symptoms gradually improved. Additional information has been requested.